Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The physician reported that the patient had an infection during their previous implant. The patient had the device explanted and a new battery implanted. The issue was resolved. No further complications reported.